Event description:
Patient presented to the physician with constant burning pain in the chest and around the chest implant site since the implant procedure. Physician brought the patient into the or and explanted the entire inspire system.